Manufacturer narrative:
Evaluation: results: visual analysis of the lead noted it was severely kinked with all wires broken approximately 9 and 17.5 cm from the stimulation end. The lead had several locations of compression marks on the lead segment outer tubing. Due to the broken wires in the lead segment, functional testing could not be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the patient lost stimulation, and invalid impedance readings were observed. The patient denied any traumatic events or extreme body motion. An x-ray revealed, the lead was fractured. The physician explanted and replaced the lead on (B)(6) 2011. The patient reported effective stimulation postoperative, and no further patient complications were reported.